Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's transmitter. The mother states they tried to charge the device but no lights turned on. The mother states that a green light prompted, but nothing else. The mother states the customer's blood glucose levels dropped to 43mg/dl. The mother states the customer was given glucose tablets. The mother declined to troubleshoot for the lows. The customer was advised the transmitter is no longer valid. The customer was advised to call back for further troubleshoot if needed.